Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the heartstart xl displayed error code 20003, which is associated with system failure, cycle power. There was no pt involvement.